Event description:
Boston scientific received information that this patient had not been followed in six years and the device had been programmed aair. The patient is in a nursing home and her rate had decreased to the 30-40bpm range and she was dizzy there was intermittent capture and an x-ray revealed both of this patient's leads were fractured near the location of the clavicle first-rib. A revision procedure was performed and the leads were removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.